Event description:
Customer reported qc failure on echo, due to negative reactions with the anti-d series 4 vial.

Manufacturer narrative:
Review of the instrument files showed that the customer had failed qc due to unexpected positive reactions with the wbcorqc vial 2 and anti-d series 4 and 5. A software problem was discovered. When qc fails, the software will remove the vials containing the specific serial number that failed from the qc.ini file, but will not remove other vials (with different serial numbers) of the same lot from the file. If qc passed for a particular lot of reagent in the last 24 hours and that vial was not used during the qc run that failed, then that lot of reagent will still be seen as valid in the qc.ini file. There is the potential for negative impact to patient results. A customer could perform additional testing on failed reagents and could potentially report unexpected positive or negative results. This affects instruments configured to perform qc on each lot of reagent. It does not affect instruments where customers have chosen to qc on each vial of reagent. The software will be corrected in a future software release. Customers were notified of the problem on 8/28/09. .